Manufacturer narrative:
The report event of high impedance was confirmed. As received, using an x-ray inspection, and continuity resistance testing the returned terminal end segment founded electrical open on channel # 2, and 3. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on two contacts and low impedances on two contacts. Imaging findings were within normal limits. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.